Event description:
It was reported that the product code label on the sentinol nitinol biliary stent system was incorrect. It was also reported that the label printing was of poor quality and difficult to read.